Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer did not have access to a charger and was provided with pump reset information. They planned to reset the pump once they had a charger available and were advised to call back if any further issues arose. No additional assistance was needed.